Event description:
It was reported this lead exhibited high pacing impedance measurements greater than 2000 ohms due to a suspected lead fracture. A revision procedure was performed and the lead was capped and abandoned. A new lead was implanted successfully. No additional adverse patient effects were reported.